Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a i.v. Solution administration sets with stopcock was found damaged. The reporter described the spike damage as "kinked/collapsed". The issue was identified upon opening the sterile package. There was no patient involvement. No additional information is available.